Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 6 events were reported for this quarter. Product return status. 1 device was not available for evaluation. 4 devices had investigation types that have not yet been determined. 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components). 1 device: no findings available / part/component/sub-assembly term not applicable. 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: material and/or chemical problem identified / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received. 4 devices: product disposition is not yet determined. Additional information. 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 6 events for the failure: loss of or failure to bond. - 6 events had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: loss of or failure to bond. - 7 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99475. Supplemental rationale: corrected data: b5, h1, h6, h11. 6 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-99429 but should be included under this report. - 7 previously reported events are included in this follow-up record. Product return status 6 devices were not available for evaluation. 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components) 2 devices: no findings available / part/component/sub-assembly term not applicable 1 device: malfunction observed without conclusive finding / part/component/sub-assembly term not applicable. 1 device: material and/or chemical problem identified / part/component/sub-assembly term not applicable. 3 devices: usage problem identified / part/component/sub-assembly term not applicable. Product disposition 7 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99475. Supplemental rationale. Corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status: 3 devices were not available for evaluation. 1 device was evaluated using data provided by the user or third party. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 2 devices: no findings available / part/component/sub-assembly term not applicable 1 device: malfunction observed without conclusive finding / part/component/sub-assembly term not applicable. 1 device: material and/or chemical problem identified / part/component/sub-assembly term not applicable. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 4 devices: product not received. 2 devices: product disposition is not yet determined.

Event description:
No change.